Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alarms noted. No unexpected alarms noted. No alarms noted. The insulin pump was received with multiple alarms in history screen due to corrupted history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm, external ram crc error alarm and displayable history crc check failure alarm. Customer's blood glucose level was 127 mg/dl. Customer advised the insulin pump shut down 9 or 10 times in 1 week. Troubleshooting for unexpected restart alarm was performed. Customer advised the alarm occurred shortly after inserting a new battery. Customer performed and passed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan as a result of multiple unexpected restart alarms. Customer was advised that the device would be replaced and agreed to return the product for analysis.